Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
Per publication by ehud atoun, "subacromial balloon spacer for irreparable rotator cuff tear treatment shows improved pain and strength at 5-year follow-up", it was reported there balloon dislocation occurred in 1 patient. Because of balloon dislocation, the patient experienced discomfort, and an office-based percutaneous puncture of the balloon was performed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as multiple attempts were made but were unsuccessful, therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: post-operative displacement of the device. Probable root cause: process: spacer or plug not manufactured to specification. Incorrect size spacer within package. Application implant used in contraindicated or ill-advised patient population; user not familiar with device; incorrect spacer size selection; spacer contact with other implants; user underinflated or overinflated spacer; patient noncompliant with post-op rehabilitation schedule or exposed to too intensive pt; use of more than one spacer within joint; incorrect spacer positioning in-situ. The device manufacturer date is not known.

Event description:
Per publication by ehud atoun, "subacromial balloon spacer for irreparable rotator cuff tear treatment shows improved pain and strength at 5-year follow-up", it was reported there balloon dislocation occurred in 1 patient. Because of balloon dislocation, the patient experienced discomfort, and an office-based percutaneous puncture of the balloon was performed.